Event description:
When the physician positioned the microcatheter (select plus 150/5 cm 606s255x /lot 15123738), he planned to advance the stent through y connection, but when the whole stent was in the micro-catheter, it could not cross through and go further. Then the physician withdrew the micro-guidewire, however, the stent was deployed in the micro-catheter. The stent and the micro-catheter were removed as a unit, so the physician used guidewire to re-setup the channel to the lesion again. During the operation, the stent protection is connected with y connection. Prior and after removal from the package, the products were not damaged, and the products were prep per (IFU) instructions for use. The microcatheter or distal tip of the enterprise delivery system was not re-shaped. A dedicated and continuous flush was maintained at all time through the microcatheter. Once the enterprise was inserted, the flush was not adjusted. During advancing of the enterprise, the microcatheter was not at an acute angle. During insertion, the tuohy or y connector was closed to secure the enterprise introducer and prevent movement, and the enterprise introducer was completely seated in the microcatheter hub.

Manufacturer narrative:
A non-sterile enterprise was received captured inside the introducer sheath, both devices were received coiled inside a plastic bag. At a glance no anomalies were noted. The microcatheter involved was received under (B)(4). The prowler select microcatheter received in (B)(4) was used to perform the functional process. Per IFU, the wire was able to go through the microcatheter without problem. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01420494. DHR review for the stent per (B)(4); revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. No further action, including corrective action will be taken at this time because the released specifications were met, and no nonconformances were found related to the complaint. Additional DHR review for the stent parylene coating per (B)(4) is unable to determine the root cause for any parylene coating related defects related to this incident. (B)(4) did review the traveler history record relative to the manufacturing and inspection of lots 9062464, 9062465, 9063028 and 9063080. The traveler history records indicate that lots 9062464, 9062465, 9063028 and 9063080 were processed in accordance with the established process of parylene coating enterprise stents at (B)(4) and were determined acceptable. Prior to shipment, a certificate of conformance was generated for the enterprise stents from lots 9062464, 9062465, 9063028 and 9063080 that met lake region manufacturing specification. The reported failure as "stent-deployment difficulty-premature deployment" could not be evaluated since the stent was received deployed. The reported failure as "delivery wire impeded in microcatheter" was not confirmed since during the functional test no anomalies were observed. The exact cause of this issue could not be conclusively determined; there are no indications of damages on the device that could be related to the manufacturing process of the unit. No corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report #1058196-2010-00192 and #1058196-2010-00193. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the advancement, the physician felt friction, then he withdrew the guidewire, but the stent did not withdraw successfully and stayed in the tip of the micro-catheter. Prior to feeling the friction, the device enterprise system/stent, never made it out of the microcatheter, since the friction prevented further advancement of the enterprise system, and when the physician felt friction, he could not go further, so he withdrew the stent. The friction contributed to the stent staying at the microcatheter tip, since the stent was stuck in the micro-catheter when withdrawn. The physician withdrew the micro-catheter together to take out the stent. A constant flush was maintained at all times through all the systems. After the event, the same microcatheter was not utilized to complete the procedure, since it was changed to another microcatheter to complete the procedure. After removal from the patient, neither device (enterprise delivery system (distal tip (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc), or microcatheter) were damaged. The target site was the posterior communicating artery with aneurysms at the distal of the ophthalmic artery. The aneurysm was wide-necked and measured 5x6mm. Prior to shipping, no other damages were noted on the enterprise (unraveled/stretched), delivery system or microcatheter. No further information was available. This one of two products used during the same procedure on the same patient, which is associated with MFR report #1058196-2010-00192 and #1058196-2010-00193. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During advancement of the enterprise vrd through the prowler select plus microcatheter, after the entire stent was fully within the catheter, it could not be advanced further. When the enterprise delivery wire was withdrawn, the stent deployed in the microcatheter. Prior to and after removal from the package, there were no damages to the products. The products were prepped per the IFU. The microcatheter was not re-shaped and a continuous flush was maintained through the microcatheter; however, it was reported that once the enterprise was inserted, the flush was not adjusted. The enterprise introducer was completely seated in the microcatheter hub with the tuohy/y-connector closed to secure it and prevent movement. During the advancement, the physician felt friction in the proximal area of the microcatheter. Then the delivery wire was withdrawn, but the stent did not withdraw successfully and stayed in the microcatheter. Therefore, the microcatheter with the stent inside of it was withdrawn. The stent was never advanced out of the distal end of the microcatheter and the microcatheter was not at an acute angle. Another microcatheter and stent were used to complete the procedure. The stent was removed from the microcatheter with tweezers outside of the patient. Prior to shipping for return there were no other damages noted on the enterprise, delivery system or microcatheter. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise final assembly lot 01420494. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Subcomponent DHR review for the stent by (B)(4) found the enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. Additional DHR review for the stent parylene coating per (B)(4) indicate that the lots were processed in accordance with the established process and were determined acceptable. A non-sterile enterprise was received captured inside the introducer sheath, inside a plastic bag. The stent was received already deployed. The stent was inspected under a microscope and no damages were noted. No anomalies were noted with visual analysis. The enterprise delivery wire was introduced into the returned prowler select microcatheter per IFU and the wire passed through the microcatheter without any difficulties. Based on the functional testing of the returned devices it is possible that procedural factors resulting in compressed sections of the concomitant microcatheter may have contributed to the event. There is no indication of any device related manufacturing issues contributing to the event. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR reports #1058196-2010-00192 and #1058196-2010-00193.